Event description:
It was reported that during a percutaneous transluminal angioplasty, balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous iliac artery. An unspecified introducer sheath was inserted through the vascular access followed by the insertion of a non-bsc guide wire. Following the insertion of the guide wire, a 7.0mmx20mmx135cm (4f) sterling balloon catheter was advanced to predilate the target lesion. Upon the first inflation, the balloon ruptured at 10 atmospheres. The device was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/ or procedural factors. (B)(4).